Event description:
It was reported that the patient passed out for less than one minute. The patient presented to urgent care with a heart rate in the 20-30 beats per minute range. The right ventricular (rv) lead had high impedance, oversensing, and was fractured. During the extraction procedure, there was loss of capture and chest compressions were performed. A new rv lead was implanted; however, the blood pressure decreased and a transesophageal echocardiogram confirmed a perforation and pericardial effusion. The patient's chest was opened and the perforation was repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5534, implantable pacing lead, implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in the field action and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.